Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No stuck button alarm during testing. All buttons functioned properly no damage on the keypad assembly and the connector,electrical board was locked properly during visual inspection. The device passed leak test. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer¿s blood glucose was unknown. Customer was advised that insulin pump would need to be replaced and to revert to a backup plan. The pump will be returned for analysis. The pump will be returned for analysis.